Event description:
It was reported patient had an infection at the lead site. Surgical intervention was undertaken wherein the entire system was explanted. Patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An infection at the lead site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.